Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels and diabetic ketoacidosis (dka). The cause of the high bg/dka was due to a kinked cannula. The contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information (infusion set information/hospitalization); no additional information regarding this event was provided.